Event description:
It was reported that a transfer set spontaneously disconnected from a titanium adapter during patient use. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Actual occurrence date unknown. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional relevant information is received, a follow-up will be submitted.